Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Trending of all complaints was performed as part of our complaint investigations and did not result in any trends identified. Additionally, due to the age of complaints and that most of the reported issues did not include essential information, such as cartridge lot number/serial number, user information, further investigation including product history review is not able to be performed. No further investigation was required for lots that were expired, and where no trends were identified.

Event description:
Customer reported receiving two false positive results with two individuals who tested positive on the same day. This report is to document the false positive result for individual 1. Individual received a false positive result on (B)(6) 2021 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot number 17613b, reader sn (B)(6) ). Two repeat cue covid-19 tests performed on the same day provided negative results. Individual tested negative on (B)(6) 2021 with a nasopharyngeal ultra urgent 30 minute rt-pcr test. Customer also states one of the individuals tested negative with an accula rt-pct test on an unknown date, but did not specify which individual obtained that result. No further information provided regarding this false positive result.